Event description:
It was reported that the pt complains of pain, burning sensation and soreness around the incision area. Pt states that it is difficult for him to exercise and walk. He has daily discomfort. Pt will have a joint aspiration in the next few days and will scheduled a revision surgery with his surgeon this month.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.